Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had differences in their sensor glucose and blood glucose readings. Customer's blood glucose was 12 mmol/l but their sensor glucose read 22 mmol/l. It was also found the customer's low threshold suspend feature would be activated due to the inaccurate readings. Customer was advised of the proper techniques to avoid inaccurate readings. The customer's sensors will be replaced. No additional information provided.